Event description:
Reference MDR# 1036844-2011-00423 for the first event with the same pt. It was reported that the doctor attempted to place a central line in the left femoral when the wire "frayed" as it was stuck during catheter placement. The wire was removed intact from the pt. Reference MDR# 1036844-2011-00425 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.